Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model epk-i5500c-us is available in the USA with 510k number k190805. Evaluation summary it was caused due to the external noise while disconnecting of the suction tubing. This report is being filed as part of the pentax backlog management plan.

Event description:
Not known for the exact date, we just know the year the complaint was sent in to manufacturer. The time of event is unknown. There was no report of patient harm. Image freeze when suction tubing disconnected.